Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-pc upn: m365sc14320. Model: sc-1432. Serial: (B)(6). Batch: 213190. UDI: (B)(4).

Event description:
It was reported that the patient was experiencing undesired sensations in thoracic area with the device on or off. The cause could not be determined by the physician. The patient underwent spinal cord stimulation (scs) explant procedure, and the patient was stable postoperatively. All explanted device components were discarded by the facility and will not be returned.